Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), after the vein dissection was completed, the harvester started to use the hemopro 2 to perform branch ligation. After pushing out the bisector to cut the first branch, a small plastic shaving was noticed inside the tunnel. The harvester was able to use the hemopro 2 to retrieve and remove the small plastic piece. The hemopro 2 was then reinserted into the leg and the saphenous vein was harvested with no further issues. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned on 27aug2020 and investigated on 03sep2020. Signs of clinical use were observed with charred tissue on the heater wire. A visual inspection of the photographic evidence was conducted and it also shows that those pieces were thin white thread like strips, that were observed, which appears to be shavings from the cannula lumen tunnel. The heater wire was slightly flexed away from the base and center of the hot jaw, yet remained attached at the tip and base of the hot jaw. The silicone insulation was observed to be intact. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the analyzed failure "material twisted/bent; wire". The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the condition of the device and the evaluation results, the reported failure "peeled; cannula" was confirmed and analyzed failure ¿material twisted/bent; wire¿ was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), after the vein dissection was completed, the harvester started to use the hemopro 2 to perform branch ligation. After pushing out the bisector to cut the first branch, a small plastic shaving was noticed inside the tunnel. The harvester was able to use the hemopro 2 to retrieve and remove the small plastic piece. The hemopro 2 was then reinserted into the leg and the saphenous vein was harvested with no further issues. The hospital did not report any patient effects.